Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced heating at the ipg site. As such, the patient was advised to turn the scs system off. Additional information revealed the issue was not present when the device was turned off. Consequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Corrected data: the patient underwent surgical intervention, not the patient will undergo surgical intervention as previously reported.

Event description:
Follow-up information revealed the patient underwent surgical intervention (B)(6) 2017, wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
Corrected data: patient's ipg was explanted on (B)(6) 2017, not (B)(6) 2017 as previously reported.

Event description:
Follow-up information revealed the patient's surgery took place on (B)(6) 2017 due to the ipg was inoperable (reference MFR. Report#: 1627487-2017-04342).